Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failure error and low battery alarm. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. Customer performed self test and it was failed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, self test, active current measurement, and sleep current measurement. No battery or power anomalies noted during testing or in power graph generated by adapt power management tool. However, pump error 63 alarm confirmed in the device history (variableinfo = 3) due to broken trace at pin#6 at u1 keypad assembly.